Event description:
The customer reported that during use of this driver to insert a smartscrew, the handle was loose and would not turn the screw. Additional information from the customer found that the tip of the driver broke off during insertion of the screw. The surgeon was able to remove the driver tip and screw by using another driver. The surgery was completed as intended using another driver and screw without injury to the patient.

Manufacturer narrative:
Conmed linvatec biomaterials received this driver for evaluation without the detached tip. The driver in question is a cannulated instrument. The investigation results provided by the subcontractor coronaria instruments reported that this fraction is typically caused by hard torsion. In addition, the investigation found that cannulation was not exactly in the middle, which may have also contributed to the failure. This device has been in use since 2005. The root cause of this failure was unable to be determined.